Event description:
It was reported that during a da vinci-assisted surgical procedure, when separating the tissue, the blade/tip of the 8mm harmonic ace instrument broke. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken blade was detached from the instrument. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and video clip(s) associated with this reported event were not submitted for review. The probable root cause cannot be determined based on the information provided. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).